Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of premature ventricular contraction (pvc)s during episodes on january and march. Technical services reviewed both ventricular events, noting that the electrogram (egm) was large while the rate sense egm was small and close to the prior cardiac event, likely due to amplitude differences. With rythmiq on, undersensing of the first tachycardia beat was observed. Sensitivity adjustments are unlikely to resolve the issue. Currently, this product remains in service and no adverse patient effects were reported.